Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 667 mg/dl and the customer was hospitalized. The customer was treated with an intravenous insulin drip. A pump system check was performed and during the fill tubing step, no insulin was observed exiting the cartridge pigtail tubing. Reportedly, the customer had been reusing the same cartridge for 2 weeks. Upon follow up, the contact reported that new cartridges were used and "everything was working well". The contact declined to provide the discharge date or further information.